Event description:
On (B)(6) 2023 the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch verio flex meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2023 at around 10:00 am. The patient manages their diabetes with oral medication (glipizide 2.5 mg). The patient stated they were not able to test their blood glucose due to the alleged issue and as a result, started to skip their usual medication. The patient claimed that 2 days after the alleged issue began, they developed symptoms of ¿shaking, confusion and headache¿, but denied receiving medical treatment. At the time of troubleshooting, the patient was able to turn the meter on manually with a button press but not with a test strip. The cca noted that based on the information provided, the battery needed replacing. Replacement products were sent to the patient. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.